Manufacturer narrative:
Inspection of the soft cannula did not find it bent, kinked, or damaged. The download data from the pod did not contain any timeouts, drive stalls, or hazard alarms that would indicate a struggle to deliver insulin. No problems were found with the pod during the investigation that would cause fluid leaking during wear or the failure to deliver insulin. Investigation of the returned device found no internal corrosion or leaks that would contribute to the reported fluid inside the device event.

Event description:
It was reported that the patient's blood glucose level rose up to 400 mg/dl, while wearing the pod. When the pod was removed from the leg, the pod¿s cannula was found to be bent. Additionally, a burning sensation at the pod site was reported. As treatment, a new pod was placed.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. It was reported that the cannula was bent at the infusion site. We are unable to confirm or determine the root cause of the reported bent cannula and if it could have contributed to the reported hyperglycemia. Lot release was found to have met all acceptance criteria. Locked down smartphone: lockdown. Omnipod software app version: 3.1.6. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.